Manufacturer narrative:
After an internal review, the evaluation summary/conclusion was updated to reflect an internal corrective action has been opened to investigate the carto 3 v4 performance problems. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Event description continuation: catheters throughout the procedure. Failure to do so might result in incorrect placement of the catheter. Also, as in all mapping procedures, ensure that the location reference does not move during the study. If the reference moves, contour display might appear in an incorrect position, leading to misinterpretation and incorrect target for ablation or perforation. The physician appears to have deviated from the recommended bwi instructions for use.

Event description:
It was reported that a patient underwent a procedure with a carto 3 system and a non-MDR reportable system performance issue occurred. The image on carto 3 mapping system froze for 3-4 seconds. It was impossible to turn the map. Also the catheters did not move on the screen. This issue happened 3 times during the procedure. The first time it occurred when the physician was only moving the lasso catheter in order to insert it in a vein. The second time it happened while radiofrequency (rf) energy was applied on the ridge. When the carto&#59443; mapping system image unblocked, they realized the catheter had moved, while the radiofrequency energy was still applied. No adverse patient consequences were reported. This event is being reported as a malfunction as the physician ablated on an unintended location as they were not aware that the catheter had moved. Additional investigation indicated that the fluoroscopy system was turned on, however the physician was not using it at this particular moment as he was looking at the carto 3 mapping system. The procedure was completed. The carto IFU states that in cases in which the catheter(s) orientation or deflection cannot be determined from the visual representation of the catheter on the carto 3 screen, the user is advised to refer to the fluoroscopic image of the catheter. Before applying rf energy, visually verify the tip position of the mapping catheter in relation to the visualized catheter in the map. A physician should use common clinical practice, such as fluoroscopy or inspection of ic signals, to verify the location of the

Manufacturer narrative:
Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. (B)(4). Manufacturer's ref. No: (B)(4) it was reported that a patient underwent a procedure with a carto® 3 system and a non-MDR reportable system performance issue occurred. The image on carto® 3 mapping system froze for 3-4 seconds. It was impossible to turn the map. Also the catheters did not move on the screen. This issue happened 3 times during the procedure. The first time it occurred when the physician was only moving the lasso® catheter in order to insert it in a vein. The second time it happened while radiofrequency (rf) energy was applied on the ridge. When the carto® 3 mapping system image unblocked, they realized the catheter had moved, while the radiofrequency energy was still applied. No adverse patient consequences were reported. The issue is related to the software bug#39462 "carto application ui freezes during clinical workflow". The customer was instructed about issue. The biosense field service engineer explained that the issue is known and the device manufacturer is working on a solution. The biosense webster field service engineer offered the customer a workstation replacement with no guarantee for the issue solution, but the client refused the replacement. System is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.